Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. Further information was requested but not received.

Event description:
It was reported the patient presented with an atrial lead that exhibited an unspecified malfunction. The atrial lead was explanted. The patient condition was unknown. No further information was reported on this event.

Manufacturer narrative:
The reported event of malfunction was not confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures. An internal short between conductor was found at the distal portion consistent with procedural damage. Visual inspection found cuts in multiple locations at the distal portion. The inner/outer coil was found stretched with the inner insulation cut/damaged in one of the locations. All damage found is consistent with procedural damage.